Event description:
This is being filed to report the clip caught in the chords causing damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. A second clip delivery system (cds) was advanced however became caught in the chordae causing the chord to tear. The clip was able to be freed and implanted, reducing the mr to 2-3. The mean pressure gradient was noted to be 11mmhg however the physician was satisfied with the results of the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficulty removing the clip from anatomy could not be determined. The reported tissue injury appears to be a cascading event of the difficulty removing the clip from anatomy. A cause for the reported mitral stenosis could not be determined. Additionally, the reported patient effects of tissue damage and mitral stenosis are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.